Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018 at approximately 2:30am, a hospital staff member was checking vital signs on a patient when smoke began coming from the monitor. At the time of the incident the device was being used to monitor a blood transfusion patient. There was no patient or staff harm as a result of this incident.